Event description:
The device was used during an appendectomy. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site. The hospital has reported no pt injury occurred.